Event description:
It was reported that during the procedure in the mid left anterior descending artery, a 3.5x15 xience v stent was deployed at the target lesion. After stent deployment, a dissection was noted at the proximal edge of the stent. A 3.5x12 xience v stent was deployed to successfully cover the dissection. The duration of the procedure was 60-90 minutes. The patient is reported as stable and doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.